Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. A power source lubrication procedure was performed on (B)(6) 2018. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6947m62 lead - implanted (B)(6) 2013; 5076-52 lead - implanted (B)(6) 2013; dtmb1qq defibrillator - implanted (B)(6) 2017; 429888 lead - implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller experienced possible power switching. The controller remains in service. No patient complications have been reported as a result of this event.